Event description:
A patient with symptomatic nonreversible bradycardia - tachybrady syndrome underwent implantation of a dual-chamber pacemaker. During the surgery the right ventricular (rv) lead was found to have high impedance: above 2200 unipolar; above 2400 bipolar. The lead was tried in 3 locations: apex and 2 septal. The lead was removed and replaced with the same model. Notes from surgery: "a dilator and introducer were advanced over the existing guidewire and through this an active fixation bipolar ventricular pacing electrode was inserted. The lead was guided across the tricuspid valve, out the right ventricular outflow tract and then seated within the floor of the right ventricle. Here, while the pacing thresholds were acceptable, the impedance was extremely high. We withdrew the lead and advanced it into the apex where similar finding was confirmed. Similarly 2 locations within the intraventricular septum also yielded similar high impedance recordings. We began to suspect the lead was deficient or damaged in some way from the manufacturer. We left the lead and place within the distal intraventricular septum for later measurement. Using the retained guidewire, a second dilator and introducer were inserted. Through this, an active fixation bipolar atrial pacing electrode was inserted. It was guided into the region of the right atrial appendage where it was actively secured. Lead position was stable and the pacing parameters were acceptable as follows: capture threshold 1.1 volt at 0.5 milliseconds pulse width with an impedance of 656 ohms and p waves of 2.4 millivolts. Returning to the right ventricular lead, we once again found extremely high impedance of greater than 2000 and elected to withdraw the lead and return it to the manufacturer. This was accomplished without difficulty." The surgery was completed, and there were no complications.